Event description:
It was reported a gradual increase in pacing lead impedance was observed. The lead was capped and replaced. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.